Event description:
Clinical narrative (updated 2026-6-24). With further communication and updates from the medical team, the hematuria did resolve. When the physician repositioned the pump with echo imaging, the urine was clear and yellow in color. Prior clinical narrative: an impella cp was inserted via the right femoral artery to support the 84 year old male patient who had been admitted with known coronary artery disease and a plan for a protected percutaneous coronary intervention (pci), and presented in scai stage d shock at pump insertion. The underlying medical history was not shared. The day after insertion there was urine color change observed. The urine was pink which prompted troubleshooting, in which they assessed pump position. The pump was measured at 3.5cm. There was no suction and the cvp was 8-9mmhg. The pump was functioning at lower than expected flows, p-9 with 3.4l/min flow with d5w with bicarb in the purge solution. No treatment was noted to be given for the hematuria. After 3 days of support the pump was successfully weaned and explanted. The patient survived the event.

Manufacturer narrative:
B5 narrative updated and h6 codes updated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the right femoral artery to support the 84 year old male patient who had been admitted with known coronary artery disease and a plan for a protected percutaneous coronary intervention (pci), and presented in scai stage d shock at pump insertion. The underlying medical history was not shared. The day after insertion there was urine color change observed. The urine was pink which prompted troubleshooting, in which they assessed pump position. The pump was measured at 3.5 cm. There was no suction and the cvp was 8-9 mmhg. The pump was functioning at lower than expected flows, p-9 with 3.4 l/min flow with d5w with bicarb in the purge solution. No treatment was noted to be given for the hematuria. After 3 days of support the pump was successfully weaned and explanted. The patient survived the event.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was not determined due to insufficient clinical details.